Event description:
It is reported that patient underwent a revision due to dislocation.

Manufacturer narrative:
Evaluation summary: the elevated liner had an in-vivo time of nearly 2 months at the time of revision. Neither x-rays nor operative notes are returned for review. The component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a definitive root cause cannot be stated. Evaluation codes: manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. No additional complaints have been received against the manufacturing lots of the femoral shell and liner, outside of this patient. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.